Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had reached end of life ( eol). Moreover, on previous check a month ago the pacemaker showed elective replacement time (ert). Boston scientific technical services (ts) discussed could not be explained unless the programmed had different dates. The field personnel then confirmed that the programmers had a correct dates. The ts then suggested to have the device returned for analysis. Additional information was received indicating that the patient kept the device as per request. Further, this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this device had reached end of life (eol). Moreover, on previous check a month ago the pacemaker showed elective replacement time (ert). Boston scientific technical services (ts) discussed could not be explained unless the programmer had different dates. The field personnel then confirmed that the programmers had a correct dates. The ts then suggested to have the device returned for analysis. Additional information was received indicating that the patient kept the device as per request. Further, this pacemaker was explanted. No additional adverse patient effects were reported.